Manufacturer narrative:
Customer should not have run patient samples when automatic quality control (aqc) level 2 and level 3 results for po2 out of range. Customer indicated that their problem was resolved with using new aqc cartridge and system is operational at this time. Customer also indicated that they have no further questions at this time and will call back if further assistance is required of technical support. Instrument is working as intended.

Event description:
Customer reported that automatic quality control (aqc) level 2 and level 3 results for po2 were out of range on instrument. Customer reported that patient samples were run when aqc level 2 and level 3 results for po2 out of range. There was no report of injury due to this event.